Event description:
Distributor reported visual failure - embedded particulate greater than 0.8 sq mm.

Manufacturer narrative:
Based on the available information, this issue is deemed a reportable malfunction because of the possibility that the unknown foreign matter can pose a risk of contamination (with resultant of infection) to patient using the device. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.